Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The transseptal puncture was successfully performed and a pigtail catheter was inserted and positioned in the patient. The physician inserted the was and began to position the was in the laa of the patient. While advancing the was the physician felt they went too deep into the appendage. At this time, it was noted that there was a perforation of the appendage with a trace pericardial effusion present. No intervention or treatment was performed, and the procedure was continued. The physician successfully implanted the closure device in the laa of the patient. There were no complications that were reported to have occurred and the patient is expected to make a full recovery from this event.